Event description:
The customer reported that an 840 ventilator was inoperable. No pt involvement. Covidien tech support engineer (tse) troubleshot this issue with customer over the phone, the customer stated he will have the graphic user interface (gui) cpu replaced. Covidien was not authorized to svc the device.

Manufacturer narrative:
(B)(4).